Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
During preparation of the pump system for a cardiopulmonary bypass procedure, the roller pump would not operate on ac power. The pump did operate on battery backup power. There was no adverse consequence to a patient as a result of this event.